Event description:
A pt called to report that after injection with juvederm (volume/concentration unk) in the lips, the pt experienced "redness, itching, swelling and rash" on the face in addition to "small lumps" at the injection sites and a "neckache." Pt stated that treatment with "co2 fraxel" and "radiesse" occurred on the same day. Per the pt, the pt went to the emergency room where the symptoms worsened, and was treated with benadryl and pepcid. The pt stated that the pt has not seen the injecting physician since the juvederm treatment. Further f/u with the injecting physician notes that the physician does not have the lot number for the juvederm. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2012.